Event description:
The facility representative reported that the pump was inaccurate by 6 ml during bio-med testing. Although baxter attempted to obtain information, details were not available regarding addiional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 09 2007. The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.